Manufacturer narrative:
(B)(4).

Event description:
The patient experienced an infection in (B)(6) 2011. The device was explanted; it was noted the "hcp is questioning device as cause." Additional information has been requested, but was not available as of the date of this report.